Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the pump had lcd leaking screen, cassette attached errors, and downstream occlusion (dso) open lifting upward during pretest. There were no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to MFR: 29-apr-2026. H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was replicated during the functional testing. Found liquid crystal display (lcd) backlight issue and air bubble on downstream occlusion (dso) seal. Replaced lcd and dso seal to resolve the report error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. This device passed all functional tests after the repair.